Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm2) due to error 32056. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported error was confirmed and replicated. System logs did not reveal data to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where automatic gain control (agc) current test was found to be failing on the pitch searchlight. Once testing was completed, the pitch searchlight was verified to be the source of the fault. Failure analysis was able to conclude that the pitch searchlight was found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted urology prostatectomy surgical procedure, an error code 32056 appeared at universal surgical manipulator (usm) 2. Technical support engineer (tse) requested to perform a reboot; however, the error persisted. The customer disabled the usm. The procedure continued with the usm disabled with no reported injury.